Event description:
It was reported that the pump touch screen was unresponsive and unreadable due to scratches. Additionally, it was reported that the wake button is loose on the pump. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.